Event description:
It was reported that there were several stored episodes of rythmiq on this pacemaker. Technical services (ts) analyzed device episode data and found that there was under sensing of the ventricular signal after an atrial pace. This resulted in an extra ventricular pace. It was noted that this patient felt symptomatic during these events. Ts discussed device optimization with health care professional (hcp) as well as troubleshooting including reprogramming the rythmiq feature off for this patient. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.